Manufacturer narrative:
Investigation: DHR, quality notification and maintenance analysis were performed and no occurrences potentially related to the defect was observed. The samples sent by the customer was verified and it was possible observe foreign matter ¿ white material. This foreign matter white material is associated with polypropylene residue, this material is used to manufacture the syringe body. This residue is generated during the syringe assembly process by the friction of the material. To manage actions to correct the issue a CAPA 925343 was opened. Some actions carried out: review cleaning frequencies of syringe assembly equipment; review critical cleaning points; operational training about the inspections criteria; review blow stations for removal the polypropylene residue throughout the process. To the colorless liquid reported it was not possible identify at samples provided. To the complaint products it was required the lubricant inside the syringe, this lubricant was controlled during the production by the quantity control applied. This lubricant meets the requirements for biocompatibility per iso 10993-1.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter on the plunger. The following information was provided by the initial reporter: syringes with a kind of white powder and / or colorless liquid droplets on the plunger rubber. The quantity of the product is about (B)(4) units and most of these units are affected. The incident was noticed before the use. There was no damage to the patient/health professional. Sample is available. According to the customer, the foreign matter is not visible in photos.

Manufacturer narrative:
Date of event: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8316790; medical device expiration date: 2023-11-30; device manufacture date: 2018-11-12; medical device lot #: 9046989; medical device expiration date: 2024-02-29; device manufacture date: 2019-02-15. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd plastipak¿ syringe had foreign matter on the plunger. The following information was provided by the initial reporter: syringes with a kind of white powder and / or colorless liquid droplets on the plunger rubber. The quantity of the product is about (B)(4) units and most of these units are affected. The incident was noticed before the use. There was no damage to the patient/health professional. Sample is available. According to the customer, the foreign matter is not visible in photos.